Event description:
The patient had with extensive peripheral vascular disease underwent angioplasty and stent revascularization of the iliac arteries for atherosclerotic stenosis at the aortic bifurcation extending into the common iliac arteries. Conscious sedation administered to patient during the procedure and heparin 5000 units IV administered prior to stent placement as per standard practice. Interventional radiologist (ir) attempted stent revascularization of the right external iliac artery. After the third stent placement, the patient's blood pressure dropped from 130/76 to 50/30. Initially this was felt to be a vasovagal response, but repeat arteriography demonstrated extravasation from the right external iliac artery. Balloon tamponade was attempted for 5 minutes to stop the bleeding followed by successfully placement of a covered stent graft to stop the bleeding. Heparin 3000 units IV administered and repeat arteriography completed demonstrating a second extravasation at the common iliac artery. The ir attempted to insert a second covered stent graft; however the patient became hypotensive, hypoxic and combative. IV fluids were increased, the patient was intubated by anesthesia. Another attempt made to insert the second covered stent, but the x-ray system went into bypass mode, therefore the machine was unable to be utilized. "Code blue" was called and unmatched blood was obtained and hung. The patient was removed from the interventional x-ray table and placed on a stretcher where CPR was performed. The patient expired after extended attempts made to stabilize him.

Event description:
The patient had with extensive peripheral vascular disease underwent angioplasty and stent revascularization of the iliac arteries for atherosclerotic stenosis at the aortic bifurcation extending into the common iliac arteries. Conscious sedation administered to patient during the procedure and heparin 5000 units IV administered prior to stent placement as per standard practice. Interventional radiologist (ir) attempted stent revascularization of the right external iliac artery. After the third stent placement, the patient's blood pressure dropped from 130/76 to 50/30. Initially this was felt to be a vasovagal response, but repeat arteriography demonstrated extravasation from the right external iliac artery. Balloon tamponade was attempted for 5 minutes to stop the bleeding followed by successfully placement of a covered stent graft to stop the bleeding. Heparin 3000 units IV administered and repeat arteriography completed demonstrating a second extravasation at the common iliac artery. The ir attempted to insert a second covered stent graft; however the patient became hypotensive, hypoxic and combative. IV fluids were increased, the patient was intubated by anesthesia. Another attempt made to insert the second covered stent, but the x-ray system went into bypass mode, therefore the machine was unable to be utilized. "Code blue" was called and unmatched blood was obtained and hung. The patient was removed from the interventional x-ray table and placed on a stretcher where CPR was performed. The patient expired after extended attempts made to stabilize him.